Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) for over a year. The physician felt that there might be a leak in the system. It was noted that the patient told the physician that the covid-19 pandemic made it harder for the patient to come in to see the physician. A replacement surgery was performed in which the physician noted that the implant was too big and got kinked and twisted inside the corpora body, therefore, the cylinders would not inflate properly. There was no patient complications with the revision surgery and the patient was reported to be satisfied post surgery.